Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation the customer's stated problem was verified. When testing the pump, it stopped and displayed error code 112. According to the investigation, this error code is in reference to the pump motor. Service will replace the pump motor and broken cartridge cap. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump shut off and displayed "system failure" error message. The patient also reported that the pump had a broken cartridge cap. Subsequently, the patient switched to backup pump. No clinical injury and no reported adverse effects.